Event description:
Subsequent tot the initial medwatch, additional information reported: during the index procedure on (B)(6) 2014 there was difficulty grasping the leaflets which was attributed to poor coaptation of the leaflets. The account confirmed that there was no device issue and the difficulty grasping the leaflets was attributed to the challenging leaflet anatomy. There was no issue during deployment of the clip. The clip was implanted in its intended area. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Potential causes for failure to adhere or bond to the leaflet(s) can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). With respect to the patient condition, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, the reported failure to adhere or bond to the leaflet(s) appears to be related to patient conditions. The patient effects of dyspnea and worsening mr, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. In this case, the reported dyspnea was likely cascading effect of the mr, and the mr appears to be related to patient conditions. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a similar issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The mitraclip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the mitraclip procedure was performed on (B)(6) 2013 to treat functional mitral regurgitation with a grade of 3. One clip was implanted ((B)(4)) and the mr grade was reduced to 1. The procedure outcome was successful. On (B)(6) 2013, the patient presented with nyha iii dyspnea, and the mr grade was increased to 4. Diuretics were increased for treatment of the dyspnea. There was no leaflet detachment and the clip was confirmed to be securely attached to the leaflets. The increased mr was associated with progression of the disease, as well as difficult mitral valve anatomy, and the position of the initially implanted clip was reportedly not optimal. An additional mitraclip procedure was performed on (B)(6) 2014. An additional clip was implanted lateral of the first clip and the mr grade was reduced to 1-2. The outcome of the procedure was successful. No additional information was provided.